Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. On an unknown date, in the month prior to this report, the pt was hospitalized for another indication. The following month, the pt was discharged. On an unreported date, the pt passed away. It was not reported if pd therapy was ongoing or if the pt was performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: an autopsy was not performed. The patient was not connected to the homechoice device at the time of death. The patient experienced a cardiac arrest on the day of their death and did not receive treatment or hospitalization for this event. The cause of death was reported to be cardiac arrest. The device was returned to baxter healthcare for evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the functional and electrical test. The device was determined to meet specification requirements per returned instrument testing evaluation (rite) testing. External and internal inspections were performed and revealed no problems. Analysis of the device pneumatic system was performed and revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity testing and successfully completed a short simulated therapy. Analysis of the device found no failures or malfunctions that could have caused or contributed to the reported issue. A review of the service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available. Should additional relevant information become available, a follow-up will be submitted.